Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and uterus away). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure took healthy organs, tubes and uterus away') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital infection female ("frequent infections"). The patient was treated with surgery (salpingectomy and hysterectomy). Essure was removed. At the time of the report, the medical device removal and genital infection female outcome was unknown. The reporter considered genital infection female and medical device removal to be related to essure. The reporter commented: as per follow-up of 30-may-2019: the consumer posted in social media the question of whether lactobacillus plantarum (gine canesflor) helps with the infections caused by essure. Note: there was no indication whether the infections were the reason for the device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: report detected in social media: patient asked if ginecanesflor helps for the frequent infections (event added) that essure cause. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.